Event description:
Related manufacturer reference number: 2017865-2023-05326. It was reported that the patient presented in the hospital. Upon review it was noted that the atrial lead and ventricular lead exhibited loss of capture. It was discovered that both leads had dislodged. The leads were explanted and replaced. There were no patient consequences.